Manufacturer narrative:
The complainant was unable to provide the lot number. Therefore, the manufacture date is unknown. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a pneumatic hand pump was used during a achalasia dilation procedure of the lower esophageal sphincter performed on (B)(6) 2016. According to the complainant, during the procedure, the gauge was stuck and was reading inaccurately. The procedure was completed at this time. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Investigation results: a visual evaluation of the device revealed that the gauge was at 5psi. A functional evaluation was performed and the gauge registered an increased pressure when the bulb was squeezed; however, when pressure is released the needle returns to 5psi. The customer's complaint was confirmed. Product analysis found that the gauge reading was inaccurate. The noted defect likely occurred due to handling of the device or portion of the device without direct patient contact either during shipping, unpacking or preparation of the device for the procedure. This could have led to the gauge receiving a shock causing damage to the internal mechanism of the gauge which would result in the gauge not operating to its specifications. Therefore, the most probable root cause of this complaint is handling damage.

Event description:
It was reported to boston scientific corporation that a pneumatic hand pump was used during a achalasia dilation procedure of the lower esophageal sphincter performed on (B)(6) 2016. According to the complainant, during the procedure, the gauge was stuck and was reading inaccurately. The procedure was completed at this time. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.